Event description:
It was reported that a patient underwent a robotic assisted tka surgery and a neutral tibial cut was planned but the cut validated with a 4.5 degree valgus angle. Additional cuts were made to correct the valgus cut with no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). This report will be used to document the incident that was previously documented under MFR:0001822565 - 2021 - 03402. . Updated fields: event, brand name, catalog #, MFR site, report source: all necessary information required for a full investigation has been received. An investigation is in process, once the investigation has been completed a follow up MDR will be submitted.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The robotic investigation logs regarding this patient's case was returned for further evaluation by a subject matter expert (sme). It is noted that within the investigation logs the sme found no evidence of a software error or fault with the robotic system. A field service engineer performed a preventative maintenance on the robotic unit on november 4, 2021. During the visitation the unit passed all functional tests/verifications and no problems were observed on the unit. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a robotic assisted tka surgery and a neutral tibial cut was planned but the cut validated with a 4.5 degree valgus angle. Additional cuts were made to correct the valgus cut with no known impact or consequence to the patient. Attempts have been made and no further information has been provided.